Event description:
Clinical report states preprosthetic fracture-pelvic.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - (B)(4) 2013 - patient's clinical correspondence was received. Records indicate the patient had a fracture of their medial cortex. Update - (B)(4) 2013 - patient's x-rays were received. Visualization by complaint analyst m.d. Done and it was determined fracture located in femur, not pelvis. The stem was added to the complaint and the complaint re-opened. The device associated with this report were still not returned. A complaint database search of the newly added product finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.